Event description:
Report received from the USA stating that the device was "getting hot and leaving burr line on the burr" during a mastoid case. There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and met manufacturing specifications. The event was not confirmed. If additional information was received, a supplemental report will be sent.